Event description:
On 6/29/2006, the manufacturer received a report from the distributor that states the following: the device was implanted in 2006. The surgeon noted that the product dissolved once it was applied to the bone void, and as a result the surgery was prolonged for an additional 30 minutes. The report also states that, the surgery was performed without image guidance, no patient x-rays are available for review, and no product is available to be returned to the manufacturer. No further details were provided at this time.

Manufacturer narrative:
The product in question was not returned to the manufacturer. On 7/17/2006, the manufacturer was informed by the distributor's representative (rep. ) of the following; the surgeon had not implanted this product before. When the surgeon was asked if he would like the representative present for the procedure (osteotomy, distal radius), the surgeon said he felt it wasn't necessary. The distributor's rep was informed after the procedure that the product dissolved once it was applied to the implant site. As a result, another manufacturers, product was obtained to complete the procedure which prolonged the surgery for approximately 30 minutes. The distrubutor's representative was informed that the patient is doing fine, with no complications. The manufacturer has attempted to obtain the lot number / expiry date of the device in question; however, the attempts have been unsuccessful. No further information is available. A lot number was not provided for the device in question, therefore, a review of the device history record was not possible. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. This was the first time the surgeon implanted this product and did not feel the need for the distributor's rep to attend the procedure. It appears that the surgeon may not have mixed the material in accordance with the instructions for use which is required to facilitate proper, hardening. Using an amount of mixing solution different from the specified dose may alter the consistency of the material adversely affecting the setting reaction and effectiveness of the implant. Also, preparation of the treatment site (control of bleeding and removal of debris etc.) Is important. However, based on the information provided, no conclusion can be drawn as to the cause of the material dissolving. No further details are available. The manufacturer is now closing the file on this event; however, should additional information become available the manufacturer will reopen its investigation of this incident. Submitted to the FDA july 27, 2006.